Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and the current electrogram showed undersensing on both the right ventricular (rv) lead and the right atrial (ra) lead. The r waves were also noted to be below the normal range. Reprogramming was performed and both leads remain in use. No patient complications have been reported as a result of this event.